Event description:
It was reported that the high definition lcd monitor did not power on. The issue was found during preparation for use for a diagnostic oesophago-gastro-duodenoscopy and it was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was also noted that the digital visual interface ports were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The report event was not confirmed. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.